Event description:
Ms. (B)(6) suffered serious injury requiring surgical intervention, using an FDA grading of injuries resulting from use of a malfunctioning medtronic / covidien surgical stapler. Her injuries include life threatening injuries (leaking anastomosis, intensive care treatment, uti, extended hospitalization), and interventional surgeries to correct any injuries. Ref reports: mw5162320, mw5162321, mw5162322, mw5162323.